Event description:
Patient has "unique complications from radiance." Patient had two biopsies on their neck which turned out to be radiance. Patient also has a lumpy area on their neck that will require surgery. The patient knows where the radiance was injected, because patient could feel it. The patient also stated that the radiance began to migrate months post injection.